Manufacturer narrative:
The ge representative performed an on site investigation. The remote user interface was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system locks up when the joystick is in use. No report of patient injury.